Event description:
Customer reported being hospitalized and being prepared for a non-diabetes related, heart procedure. Customer stated that she was having trouble getting insulin because the set tubing pulled out during surgery preparation. Customer also stated that she had recently had a blood glucose level of 400 mg/dl. Most recent blood glucose level was 107 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)